Event description:
It was reported that on (B)(6) 2026, a 5f amplatzer torqvue delivery system was chosen for a procedure.prior to use, the device was inspected, and no cracks were noted. The delivery system was flushed according to the instructions for use during preparation, with no deviations reported. During implantation, the delivery system was advanced and did come into contact with the patient. While the delivery system was being positioned through the ductus, resistance was encountered when attempting to advance from the aorta into the ductus. During implantation, a leak was observed at the extension of the hemostatic key, which consisted of a mixture of blood and solution. No cracks were noted in the device at any time during the procedure, and no allegations were reported regarding any abbott devices used in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.